Event description:
Additional information received reported there was not more than one motor stall noted in the event logs. Further troubleshooting and interventions were not taken to resolve the event because the logs indicated the motor restarted after the MRI was done. The patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient was experiencing sweating, diaphoresis. The patient had an MRI on the event date and later that day/over the weekend, the patient experienced sweating symptoms and thought their pump was not working. The health care provider (hcp) thought the onset was sudden. The hcp confirmed the event logs showed the stall at 1:29pm and recovery at 2:23pm for the MRI on the event date. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).